Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10115. It was reported the pt lost stimulation. Manual interrogation of the scs sys revealed the pt programmer located the ipg without difficulty. Invalid impedances were identified. The pt reported she received a jolt of electricity followed by a loss of sensation. X-rays of the scs leads and ipg were ordered to check for the integrity of the sys. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.